Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) system was suspected to deliver inappropriate anti-tachycardia pacing (atp) and several shocks for what appears to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and upon review it was noted that one of the shocks induced a ventricular fibrillation (vf) which was then terminated by the device with shock therapy. Ts advised on medication for the af. No additional adverse patient effects were reported. This device remains in service.